Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll distributor reported that an (B)(6) patient was treated and passed away on (B)(4) 2015 while in a (B)(4) facility. The lifevest detected ventricular fibrillation (vf) at 00:40:08. The lifevest delivered a 155j treatment at 00:40:38. The post-shock rhythm was asystole. Post-shock asystole is known risk of external defibrillation. The patient subsequently passed away. The exact time of death is unknown. The electrode belt was disconnected at 00:53:53.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4). Electrode belt: (B)(4): 04/2014.